Event description:
The customer called philips to report that their mp70 bedside monitor had a speaker malfunction and was not producing sound at all. The device was not in use on a patient at the time of event, there was no adverse event reported.